Event description:
It was reported by the patient that their pulse was measuring in the 40's for approximately 15 minutes, which was reported to be below the device's lower rate setting of 80 beats per minute. The patient was advised to contact their clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).